Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -12.5/+2.5/74 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to angle closure with elevated intraocular pressure, unreactive/fixed pupil and iris atrophy. It was reported that the explant did not resolved the issue. The reported stated " after removal of the lens, the pupil did not constrict. No plan to implant another lens."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: h6: medical device problem code: 1494- off label use: under 21 yrs of age at time of initial implantation.